Event description:
It was reported that a 3.5x8 mm xience skypoint stent was not crimped at the stent markers when removed from the packaging. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.